Event description:
Information received from the field does not address the patient's clinical status but notes during a routine visit, while performing "an atrial capture threshold test, the ventricular channel lost capture. This was repeatable and was 1.3 volts or less."~~~~~~~~